Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was poor visibility of the lead pin in the device header and the visibility had internal reflection giving the appearance that the lead pin was fully inserted.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had alarmed post implant for high impedance. The lead was tested to be working within normal limits and the alarm was cleared; however, the lead alarmed for high impedance again. A chest x-ray revealed no issues with the lead. The lead was checked again and found to have increased threshold. The lead was revised and found to have moved back from the device header/connector. The lead was inserted back into the device header/connector and the issue was resolved. The device and lead remains in use. No patient complications have been reported as a result of this event.